Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced extended infusion set was stuck together, indicating a packaging integrity issue. The packaging was found to be not sealed properly, misshaped or sterile packaging was not intact. No further information available.